Event description:
It was reported that during a drug-eluting stenting treatment procedure, shaft fracture occurred. A 3.00x32 taxus liberte monorail stent was advanced over the guidewire. The proximal hypotube was broken. The device was removed intact. The procedure was completed with another of the same device. The patient status is unknown.

Manufacturer narrative:
The delivery device with the stent on the balloon was received, and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 52.8 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The kinking potentially compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records of this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The information available is insufficient to determine a potential root cause.